Event description:
It was reported that the customer was treated by paramedics, due to hypoglycemia. The customer's blood glucose reading was 40 mg/dl at the time of the event. The customer's wife decline to perform troubleshooting. The customer's wife stated that the customer began working a new schedule at work, which she believes caused the event. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best our knowledge.